Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited error code 46510. There was no patient involvement, the event occurred during testing.

Manufacturer narrative:
Corrected data: d4 - UDI. One device was received for evaluation. Visual inspection found a scratched lcd lens, and a bubbled dso seal. Functional testing was able to duplicate the reported issue. It was determined that the pwa board was the root cause. The dso seal and the pwa board were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.